Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) displayed an 'air leak' message, and the balloon pump was not functioning. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5. Kindly revert the h4 (manufacture date) field to blank. A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported malfunction. Fault # 37 was discovered in the logs. The fse inspected the unit for kinks in hoses and vacuum lines and could not find any kinks. The unit failed the drive manifold tests. The fse replaced the vacuum tube assembly (0004-00-0092). The drive manifold test passed. A system trainer was connected and the unit was working properly. The unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) displayed an 'air leak' message, and the balloon pump was not functioning. Fault # 37 occurred. No patient was involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (medical device ¿ problem code).